Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as a valid lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the corkscrew connection was damaged on the item. It was unknown if there was a surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the corkscrew connection was damaged. Unknown surgical delay. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned modular head ball remover revealed that the proximal engaging end adaptor was slightly deformed. Fragment was not returned for evaluation. The observed condition of the connection end is consistent with a random component failure that may have been caused by exposure to unintended and excessive forces while handling the device and/or using the device in an off-axis position. A functional test was performed using a laboratory sample mating device, and the modular head ball remover was successfully fully assembled. However, a slight looseness was observed in the assembly. This condition was attributed to the condition of the adaptor. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the modular head ball remover would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.